Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed 3 episodes of noise on the ventricular rate/sense channel causing inappopriate episodes and inhibition of pacing. The patient is pacemaker dependant. The lead diagnostics were normal. One event occurred at 10 am and one of the two remaining occurred at midnight. The noise was not able to be recreated.